Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that during handling of the bmw guide wire, it did not rotate; therefore, it was decided to withdraw it. When the guide wire was being withdrawn, it became separated. The proximal end was removed and the distal end remained inside the guiding catheter. The entire system was withdrawn as a single unit without further consequences. Another bmw was used to finish the procedure. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The guide wire was separated at the distal end of the hypotube, 40 cm proximal to the tipball. There was core in the distal end of the hypotube. There was corrosion present on the proximal and center solders. There were several offset intermediate coils between the center solder 6 mm proximal from the center solder. The tip coils were pushed distal from the center solder for a length of .5 mm causing the tip coils to be wavy. There was bend in the shaping ribbon 3 mm proximal to the tipball. There was a bend in the core 138.4 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The tip was tugged on to confirm the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Reviewing the sem result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire separated from ductile overload. The guide wire was; therefore, subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint, but even with treatment of a very distal lesion, during normal use, this junction should only enter the primary curve of any guiding catheter. Therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident information did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rhv or another device that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent separation due to ductile overload could not be determined. The guide wire corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.